Event description:
I got essure coils put in (B)(6) 2012. Many infections, ultrasounds due to pain in right side. Change of bowel movements, dizziness, nausea constantly. Pain in right side is constant, been to (B)(6) many times. Ultrasounds done. Had infection after surgery, pain immediately followed up.